Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v010677, implanted: 2006-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), implanted: 2006-(B)(6), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) never helped that much. The device helped for a couple of years, but for the last five years it hadn¿t done anything. The system stopped working and the patient¿s doctor was able to control her symptoms with medications. The patient experienced pain related to her ins and had her system removed. Now she was having issues with her back and needed an MRI. The doctor removed the ins but now he needed to remove electrode fragments. It was later reported that the ins would be explanted due to the patient¿s need for an MRI. It was unclear if the ins had been previously explanted or remained implanted. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.